Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a thick flap. New information was received. When measuring intraoperative pachymetry, it is detected that the flap was thicker than planned. Lasik was completed normally. There are two related reports for this facility. This report addresses the several patients right eye and another manufacturer report will be filed. Upon follow up, three patients were involved. No harm to patients was noted.

Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is:(B)(4).